Manufacturer narrative:
Bayer case number: (B)(4) lots of adverse effects [injury nos] , dermatology [skin disorder nos] , nervous system [nervous system disorder] , urological disorder [urinary tract disorder] , nephrological disorder [kidney disorder] , hair loss [hair loss] , neurological disorder [neurological disorder nos] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. The most recent information was received on 01-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of injury ("lots of adverse effects") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 29 days after essure insertion, she experienced injury (seriousness criterion medically important), skin disorder ("dermatology"), nervous system disorder ("nervous system"), urinary tract disorder ("urological disorder"), renal disorder ("nephrological disorder"), alopecia ("hair loss") and neurological disorder nos ("neurological disorder"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nervous system disorder, neurological disorder nos, urinary tract disorder, renal disorder, skin disorder, alopecia or injury. The reporter commented: period of occurrence 2018 lots of adverse effects. Patient's current status: nervous system, neurological, urological, nephrological, dermatology hair loss, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) lots of adverse effects [injury nos], dermatology [skin disorder nos], nervous system [nervous system disorder] , urological disorder [urinary tract disorder] , nephrological disorder [kidney disorder] , hair loss [hair loss] , neurological disorder [neurological disorder nos] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of injury ("lots of adverse effects") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 29 days after essure insertion, she experienced injury (seriousness criterion medically important), skin disorder ("dermatology"), nervous system disorder ("nervous system"), urinary tract disorder ("urological disorder"), renal disorder ("nephrological disorder"), alopecia ("hair loss") and neurological disorder nos ("neurological disorder"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nervous system disorder, neurological disorder nos, urinary tract disorder, renal disorder, skin disorder, alopecia or injury. The reporter commented: period of occurrence 2018 lots of adverse effects. Patient's current status: nervous system, neurological, urological, nephrological, dermatology hair loss, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], dermatology [skin disorder nos], nervous system [nervous system disorder], urological disorder [urinary tract disorder], nephrological disorder [kidney disorder], hair loss [hair loss], neurological disorder [neurological disorder nos], cervical disorder [cervix disorder], gastrointestinal disorder [gastrointestinal disorder], extreme pain in left leg [unilateral leg pain], I can no longer remain sitting or standing for long period [difficulty in standing], otorhinolaryngology [ear, nose and throat disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. The most recent information was received on 26-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 29 days after essure insertion, she experienced skin disorder ("dermatology"), nervous system disorder ("nervous system"), urinary tract disorder ("urological disorder"), renal disorder ("nephrological disorder"), alopecia ("hair loss") and neurological disorder nos ("neurological disorder"). On (B)(6) 2016 she experienced cervix disorder ("cervical disorder"), gastrointestinal disorder ("gastrointestinal disorder"), pain in extremity ("extreme pain in left leg"), dysstasia ("I can no longer remain sitting or standing for long period") and ear, nose and throat disorder ("otorhinolaryngology"). On (B)(6) 2025 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with dietary supplement (unknown) and antidepressants (unknown) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nervous system disorder, neurological disorder nos, urinary tract disorder, renal disorder, skin disorder, alopecia, medical device removal, cervix disorder, gastrointestinal disorder, dysstasia, pain in extremity or ear, nose and throat disorder. The reporter commented: period of occurrence 2018 lots of adverse effects. Patient's current status: nervous system, neurological, urological, nephrological, dermatology hair loss, etc. Ger remain sitting or standing for long periods and I am waiting for appointments with specialists. My very passive doctor prescribed me dietary supplements and antidepressants, great! Meanwhile, I suffer daily and no serious management has been provided. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-feb-2026: event injury is replaced with medical device removal. New events cervical disorder, gastrointestinal disorder, otorhinolaryngology disorder, leg pain &b no longer remain sitting or standing added. Event onset added. Essure removal date updated. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.